Event description:
It was reported that a malfunction occurred with pump displaying malfunction code 24, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a pump replacement. Customer reverted to an alternative method of insulin therapy. Customer reverted to an alternative method of insulin therapy.